Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely calcified vessel. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.